Manufacturer narrative:
The insulin pump was received stuck in blank-flashing white lcd due to cracked lcd controller on pcba 1. Analysis was unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to flashing white lcd. The pump was received with scratched casing, deep/minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and damaged keypad overlay texture.

Event description:
The customer reported via phone call that they had display anomaly. The customer¿s blood glucose level was unknown. The customer stated the pump was flashing white and black. The customer reported display was flashing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan as per health care professional¿s recommendation. The customer was advised that the insulin pump needs to be replaced. The insulin pump will be returned for analysis.